Manufacturer narrative:
.. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following event was reported regarding a johnson & johnson (j&j) intraocular lens (iol). The patient¿s cousin reported that the patient underwent bilateral implantation of j&j intraocular lenses and subsequently developed significant vision issues approximately three weeks postoperatively. This report pertains to the right eye. The patient reported experiencing blurred vision in lighted conditions, inability to see at night, and increasing difficulty performing daily farming activities, including operating machinery and driving, which has impacted the patient¿s independence and safety. The patient resides in a farming community. The patient¿s physician reportedly advised waiting six months to undergo a laser procedure due to the development of a film over the patient¿s eyes. The reporter expressed dissatisfaction with local ophthalmic care practices, stating that optometrists, rather than ophthalmologists, are directing patient care. The reporter further indicated that patients may not always consult directly with surgeons prior to procedures. Additionally, the reporter expressed concern that other individuals in the local farming community may have experienced similar vision issues and questioned whether there could be a potential issue with the lens. The reporter inquired about studies related to the dcb00 lens and was informed that the lens is approved by the united states food and drug administration (FDA), with product information available publicly. The reporter also indicated a willingness to escalate the matter to the media or pursue legal action if concerns were not addressed. The reporter declined to provide additional information unless further discussions could occur with higher-level j&j management. A j&j supervisor subsequently conducted a follow-up call with both the reporter and the patient. During this call, additional details regarding the event were obtained, and the patient¿s experience was confirmed. The discussion concluded with an assurance that the complaint would continue to be monitored and that the reporter would provide updates if the patient¿s condition changed. No product return was requested, as the device remains implanted. The dcb00 lens and its regulatory status were referenced. No additional information is available at this time. Right eye manufacturer report number . Left eye manufacturer report number 3012236936-2026-0001734.